Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to physical damage in the lead body. Moreover, when the physician inserted the wire into the lead, the wire punctured through the lumen. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that there was a punctured hole in the insulation noted approximately 37 millimeter (mm) from the tip from the guidewire escaping the lumen. Pressure testing was done but failed. A wire insertion test passed without issue indicating no blockage in the lumen. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to physical damage in the lead body. Moreover, when the physician inserted the wire into the lead, the wire punctured through the lumen. The lead was never in service. No adverse patient effects reported.